Event description:
It was reported that the quick bolus/wake button on the pump was difficult to press and often required multiple attempts to activate the screen. The impact on the customer¿s blood glucose level was not reported. Technical support guided the customer through troubleshooting steps and eventually decided to replace the pump. The customer was instructed to return the problematic pump using a prepaid label within ten days and indicated they would continue using the current pump as backup therapy.